Event description:
The customer contact reported that the device "does not deliver correct amount of medicine." No specific programming parameters were provided. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.